Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) implanted on (B)(6) 2016. On (B)(6) 2017, the patient reported during a clinic visit that transient elevated pump power readings were observed. During interrogation of the system controller¿s history, power elevations were observed on multiple occasions. The lactate dehydrogenase (ldh) level was 1995 u/l at an outside facility. The ldh continued to be elevated. It was reported that the patient was otherwise asymptomatic. The patient was on aspirin and coumadin for anticoagulation. The patient was admitted for hemolysis and suspected device thrombosis with abnormal pump parameters. A heparin infusion was initiated. The patient received a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The explanted device has not been returned for evaluation. The report of suspected thrombosis and a specific cause for the reported elevations in pump power and estimated flow as well as the patient¿s elevated lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.